Event description:
A user facility reported that a dialyzer blood leak occurred after the initiation of the patient¿s hemodialysis (hd) treatment. The machine alarmed appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) is unknown. The patient completed treatment. There was no patient injury or medical intervention reported. Additional information requested but to date has not been obtained.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.